Event description:
The customer contacted stryker to report that their device would not detect a patient connection through its defibrillation electrodes. This issue has the potential to either delay, or prevent, defibrillation from being delivered. A backup device was available and was used to continue patient care. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the customer's device and electrode tray and verified that the entire plastic backing (release liners) was removed from the tray. This indicates that the electrode pads were not removed correctly during the event. A review of the device logs show that the device hasn't detected any patient contact during the reported event. Device ECG and therapy functions have been tested and it has been verified that the device is able to analyze ECG signals and delivers defibrillation therapy. The root cause of the reported issue is user error. Stryker additionally performed a clinical review and determined that there is insufficient data within the file to determine the impact of the device use on the patient's outcome. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (B)(6) of the (B)(6) and of the council.